Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, the most probable root cause of the malfunction was identified as the damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovodeoscope had a noisy image. There were no reports of patient involvement.